Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, this patient was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis iliac extender component. Intra-operatively, the iliac extender component was deployed in the left common iliac. After deployment, completion angiography revealed the iliac extender component partially covered the orifice of the left hypogastric artery. The artery remained patent and no reintervention was performed.